Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure after which the hair loss was reported was a planned cerebral angiography procedure. . No information was provided by the customer regarding whether the patient¿s hair had grown back or whether medical intervention was provided to facilitate hair growth analysis of system log files and dose reports identified that the table height was lowered to 899mm for part of the procedure, which could contribute to a higher patient skin dose. The cumulative airkerma received by the patient during the neurovascular procedure was above 4 gy. The system's instructions for use (IFU) indicate that the threshold for temporary hair loss is 3 gy. X-ray safety tests were conducted by a philips service engineer (fse). The system was confirmed to be operating within specifications and no malfunction of the system was identified.

Event description:
It has been reported that a patient experienced radiation induced hair loss approximately three weeks after a cerebral angiogram procedure was completed on an allura xper fd20 system. Philips has started an investigation of this complaint and has requested additional information from the hospital. Philips will submit a follow up report should additional information be obtained.